Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photographs. Visual examination of the provided pictures identified sign of use with wear and pitting damages. Patella was confirmed to fractured. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left knee revision approximately eighteen months post-implantation due to patella fracture.

Manufacturer narrative:
(B)(4). D10 medical product: stem extension tapered cemented 14 mm diameter +30 mm length catalog#:42557000114 lot#: 65237432. Femur cemented posterior stabilized (ps) standard left size 10 catalog#: 42500606801 lot#: 64976091. Articular surface fixed bearing constrained posterior stabilized (cps) left 16 mm height catalog#: 42512601016 lot#: 64444974. Tibia cemented 5 degree stemmed left size g catalog#: 42532007901 lot#: 65057040. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Source: mao yv, dipane mv, zeegen en, mcpherson ej. (2024) early shear failure of a 3-peg modified dome patellar implant. Arthroplasty today. Jul 4;28:101448. Doi: 10.1016/j.artd.2024.101448.

Event description:
It was reported that patient underwent an initial left total knee arthroplasty. Subsequently, sixteen (16) months after the initial surgery, patient began to experience pain and swelling. Radiographic imaging displayed a free-floating polyethylene implant within the suprapatellar pouch with three pegs that appeared fixed within the patellar bone. Approximately eighteen months post-implantation, the patellar component was revised with a similar cemented patella, using patellar rebar screws. At the one year follow-up, an uneventful recovery and return to all customary activities was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified sign of use with wear and pitting damages. Patella was confirmed to fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional; these findings were provided through the journal article review. Review of the available records identified the following: 16 month follow up: pain and swelling present with no falls or trauma. Assessment identified moderate effusion, no erythema or abscess, stable throughout rom, patellar crepitus. X-rays showed a free-floating polyethylene implant within the suprapatellar pouch. The polyethylene pegs appeared to remain fixed within the patellar bone, suggesting a shear failure. Pre-failure radiographs at 4 months postoperatively of primary tka show radiolucency between the cement and patellar bone, which may have showed early indication of failure at the cement-bone interface. Post failure radiographs at 16months postoperatively of primary tka with failed patella implant show well-fixed implants, soft tissue swelling and a knee effusion. There were negative markers for infection. The revision procedure consisted of extended arthrotomy, synovectomy modular tibial bearing exchange and revision of the patellar implant. Intra-op findings of the patellar implant shearing from its 3 pegs, pegs well fixed within the bone. Same design and size patellar implant cemented into place. 12 months post revision: uneventful recovery, return to all customary activities with good pain relief. Radiographs of revised patellar 12 months postoperative shows patella centrally overlying the trochlea. The cement-bone interface augmented with patellar rebar screws placed into the dorsal cortex and subtle residual lateral patellar tilt. A definitive root cause cannot be determined, this remains unchanged. Complaint can be confirmed through the provided pictures and medical notes attached. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.